Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist , during a transfemoral tavr procedure using a 14 fr esheath+, there was no resistance during insertion of the esheath+. However, resistance was encountered when the delivery system exited the tip of the esheath+. Alignment was performed in the straight section of the descending aorta. Upon switching to the left anterior oblique (lao) view to track over the aortic arch, it was observed that part of the valve stent (on the skirt side) appeared bent. The delivery system and esheath+ were removed together. A new kit was opened, and the procedure was completed successfully using a new device, with no patient complications. The access vessel had a minimum lumen diameter (mld) of 6.4 mm, with mild tortuosity and mild calcification. Upon inspection outside the body, the damaged valve confirmed the same stent bending seen in fluoroscopic imaging. Notably, this damage was only visible in the lao view; it was not apparent from other fluoroscopic angles, and the exact timing of the damage remains unclear. Additionally, the tip of the first esheath+ was found to be damaged upon removal. Resistance was also noted when retracting the delivery system into the esheath+. All devices involved will be returned for evaluation. No patient harm was reported. As reported by the fcs, when the esheath+ was removed, the common femoral artery (cfa) injury was observed, and a surgical angioplasty was performed. The type of cfa injury and possible cause were unknown. Per follow up response, it is unclear whether the 1st or 2nd esheath+ caused the cfa injury.

Event description:
During pre-deco engineering evaluation, one fine hdpe strand detached during manipulation by engineering.

Manufacturer narrative:
Addition to b.5, h.6: device code and h.10.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner fully expanded as designed; there was a sheath shaft curvature, there was a radial and axial tip tear along distal liner edge and adjacent to axial score line; hdpe stretching along tears; soft tip damage, all score lines were present. Engineering gently used forceps and a tiny piece of stretched material at the tear was separated. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for difficulty advancing through sheath and sheath distal tip torn was confirmed from the imagery of the device provided by the site, and the returned product evaluation. The sheath was torn radially along the distal liner edge and adjacent to the axial score line and did not open along the radial or axial score lines. This suggests the reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Additionally in this case, it was reported that ''there was resistance when the thv valve passed through the tip of the esheath'' and ''some additional force was applied,'' suggesting that high push force and/or device manipulation was applied to advance the delivery system and valve through the distal portion of the sheath. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation (tip remained attached in this case). It was reported, ''there was resistance when retracting the ds into the esheath during system removal, so it is possible that the damage occurred at that time.'' Withdrawal forces during retrieval of ds/crimped thv may promote separation of torn tip if compounded with non-coaxial withdrawal angles. The crimped thv also had a bent strut, which could catch during withdrawal and promote additional sheath tip damage. The complaint for system components separate during use was confirmed per evaluation of the returned device. Applying force against the torn tip can cause segments of the torn tip to separate. As such, available information suggests that device manipulation contributed to the system component separate during use complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.